Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A healthcare professional reported that following the intraocular lens (iol) implantation procedure the patient visual acuity was decreased. The patient was wearing medical use contact lens for corneal erosion improvement. The corneal erosion and decreased blood flow due to diabetes may impact the visual acuity. But even though corneal erosion has been improving the visual acuity was not improved much. The symptoms were not recovered. The event was considered as serious which may lead to possible disability.

Manufacturer narrative:
The product was not returned for analysis. Photo review: three slit lamp images of the left eye were provided. One shows a significant area of corneal positive fluorescein staining, and the other two are undilated direct illumination images showing the corneal impact on the area over time. Information provided reports that a bandage contact lens has been in use with improvement of the corneal erosion. Based on the images, there is insufficient information to associate the decrease in vision with the reported iol product. Based on customer affairs review of the attached photo, there is insufficient information available to determine whether the reported complaint is associated with the iol. The root cause for the reported complaint could not be determined. Based on the results from the product history record, the products met release criteria. The manufacturer internal reference number is: (B)(4).